Event description:
It was reported that the customer experienced issues with air bubbles in the tandem mobi cartridge system, specifically during insulin pumping. The customer's blood glucose level was displayed as "high," indicating a potential impact, although the specific value was unknown. To address the high blood glucose, the customer administered a correction bolus via the pump. After troubleshooting, large air bubbles were no longer present, allowing the customer to resume insulin therapy without further assistance.